Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, gauge discrepancies were noticed. The unspecified target lesion was in the proximal left circumflex (lcx) artery. An encore26 inflation device had been selected to inflate an unspecified balloon. On the first attempt to inflate the balloon to unk atms, it was noticed that the "pressure was able to go up; however, the gauge was not moved." The balloon appeared "fully inflated". The procedure was completed with the same balloon and another encore26 inflation device. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).